Event description:
It was reported the customer's insulin pump was alarming weak battery. The customer stated they had switched to several new batteries, but the alarm persists. Customer's blood glucose was unknown. It was also found the customer had a blank display after replacing their battery. Troubleshooting found the csutomer's battery compartment was corroded. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Pump received with blank display due to corroded battery tube. Unable to verify weak battery alarm due to blank display. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.